Manufacturer narrative:
Manufacturer investigation conclusion: the report of low flow alarms was confirmed through the analysis of the submitted log files. Although the cause cannot be conclusively determined through this evaluation, the center reported that it was suspected that the low flow events were related to the obstruction found between the outflow graft and the outflow graft bend relief. Treatment was provided and the alarms resolved. The system controller event log file captured 21 low flow hazard alarms throughout the log file, when the estimated flow dropped below the 2.5 lpm threshold. There were also multiple controller fault flags for low flow captured throughout the log file; however, these fault flags were not active long enough to trigger an alarm. No additional atypical alarms or trends in pump parameters were captured. The pump speed remained at or above the low speed limit for the duration of the low file and the pump appeared to function as intended. The lvad event and lvad periodic log files both recorded a period of fixed lvad monitor current values and contained consistent dclink_I events. These events did not appear to impact pump function, and both files showed the pump operating as expected. The report of an outflow graft obstruction could not be confirmed through the provided image taken during the surgery or the movies of the CT imaging. The patient remains ongoing on vad support. The introduction of the hm3 IFU explains the pump parameters, including pump flow, pump speed, pulsatility index (pi), and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The hm3 patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the analysis of the submitted log files. Although the cause cannot be conclusively determined through this evaluation, the center reported that it was suspected that the low flow events were related to the obstruction found between the outflow graft and the outflow graft bend relief. Treatment was provided and the alarms resolved. The patient was admitted to the hospital on (B)(6) 2019 after experiencing low flow alarms. A computed tomography (CT) scan showed a partial occlusion underneath the outflow graft bend relief. It was reported that log file analysis showed that flow started to decrease in (B)(6) 2019, the center tried to increase the patient¿s speed, but the average flow did not recover. The patient was put on dobutamine and as of (B)(6) 2019, the patient was in stable condition. The system controller event log file captured 21 low flow hazard alarms throughout the log file, when the estimated flow dropped below the 2.5 liters per minute (lpm) threshold. There were also multiple controller fault flags for low flow captured throughout the log file; however, these fault flags were not active long enough to trigger an alarm. No additional atypical alarms or trends in pump parameters were captured. The pump appeared to operate as intended at the set speed. The left ventricular assist device (lvad) event and lvad periodic log files both recorded a period of fixed lvad monitor current values and contained consistent dclink_I events. These events did not appear to impact pump function, and both files showed the pump operating as expected. It was later reported that a re-exploration of the patient was performed on (B)(6) 2019. According to the information from the CT scan, a kinking formation in the area of the aortic anastomosis and an obstruction beneath the outflow graft bend relief were suspected. The aortic anastomosis was renewed by a new anastomosis with a 14mm prosthesis but no involvement in flow was seen. The surgeon decided to open the outflow graft bend relief completely. Beneath the end relief connection area, the surgeon found many ¿jelly¿ tissue which compressed the outflow graft to about half of its diameter. This was suspected to be the root cause for the continuous decrease in flow over the past month. No twist was found. All of the jelly tissue was removed. The flow increased directly to greater than 3.0 lpm. No new bend relief was attached, and the thorax was closed again. The patient was transferred to the intensive care unit (ICU) with about 4.0 lpm in flow and stable hemodynamic conditions. The report of an outflow graft obstruction could not be confirmed through the provided image taken during the surgery or the movies of the CT imaging. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2020, when the patient received a pump exchange. The heartmate 3 lvas instructions for use (IFU) provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. The IFU explains that changes in patient conditions can result in low flow. This IFU, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2017. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with low flow alarms. A transesophageal echocardiography (tte) was performed and revealed a dilated left ventricle and an atrioventricular (av) that opened every beat. A computed tomography (CT) scan was performed and revealed a partial occlusion underneath the outflow graft bend relief. A log file analysis revealed a decrease in flows dating back to (B)(6) 2019. The patient was put on dubutamin. It was later reported that a re-exploration of the patient was performed. A CT scan revealed a kinking formation in the area of the aortic anastomosis and an obstruction beneath the outflow graft was suspected. The aortic anastomosis was renewed by a new anastomosis with a prosthesis but no involvement in flow was seen. The account decided to open the outflow graft bend relief completely. Beneath the bend relief connection area, the account found a "jelly" like tissue which compressed the outflow graft and was suspected to be the root cause for the continuous decrease in flow. No twists were found. The jelly tissue was removed. Flow increased directly after. No new bend relief was attached and the thorax was closed again. The patient was in stable hemodynamic conditions. No further information was provided.